Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). Batch record review: lot 9c03736 was manufactured on 3/27/2019, convex 2 pc manufacturing line. With a total of (B)(4) market units. Complaint investigator ID (B)(4) performed a batch record review on 05/apr/2021, description natura wfr moldable cvx 22/45mm (1x10)us, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there is no photograph associated with this case and no unused return sample was expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. The sterilization certificate indicates that the results of the quality tests were satisfactory, and the product received the indicated doses within the precision and accuracy of the dosimetry system employed. In addition, no significant changes have been made in the process or in the product components that could cause the adverse effects reported by the customer. Photos were received for complaint (B)(4) but the condition could not be confirmed through the pictures provided. No pictures were received for the rest of the complaint and per customer description there is no product malfunction confirmed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that she received a "laceration" to her stoma. The end user was not able to provide specifics on the size of the laceration other than "hairline amount on the middle side of the stoma" (body midline side). She did report that there was "a small amount of bleeding, but stopped quickly after she performed blotting". The end user did not seek medical attention. The end user states that she "re-measured her stoma and it is irregular, most of it is 28 mm, but there is one area that goes to 32 mm and is prolapsed approximately 50m. The stoma droops down and she gets better wear time with a convexity product than without". There was no defect with the product reported. The end user states that the injury occurred after "sitting hunched over for a long period of time, which she does for some periods due to job training". No photographs depicting the reported harm submitted by the complainant.